Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had an unknown mentor artoura textured suture tab placed on an unknown date experienced deflation post procedure. The device has been explanted but mentor has no information in regard to explantation date. No additional event details were made available. If additional details are made available in the future, then a supplemental report will be submitted. Note; please refer to manufacturer report number 1645337-2020-05768 for the second deflated implant.